Manufacturer narrative:
The serial number of the device was not provided, therefore the expiration date, manufacture date, and age of device are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient reported to the clinic with a pump stop on an epc system controller. Log file analysis showed that the pump stop was due to the system controller losing power to both the black and white system controller leads simultaneously. Patient was asymptomatic and is stable. Patient will continue to be followed on a routine basis. No further information was provided.

Manufacturer narrative:
Investigation conclusion: the reported event of a complete loss of power was confirmed based on the information recorded in the log file. A log file provided by the customer was reviewed. The log file contained events recorded from the time stamp of day 48, 20 hours and 31 minutes to day 61, 21 hours and 26 minutes where normal operation was recorded. The data captured on day 61, 21 hours and 26 minutes revealed a power cable disconnect alarm followed by a compete loss of power. Once the power was restored the system resumed normal operation. The remaining of the log file revealed normal operation. The system controller serial number (B)(4) was not returned for analysis. Per the additional information there is no equipment related to event to be returned. No further information was provided. The manufacturer is closing the file on this event.